Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 11/12/2019. Device evaluation: received a return but no device was returned in the box. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Received a return but no device was returned in the box.

Manufacturer narrative:
If implanted, give date: not applicable. Lens was not implanted. If explanted, give date: not applicable. Lens was not implanted, therefore not explanted. Attempts have been made to obtain missing information; however, to date, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 16.0 diopter intraocular lens was inserted into the patient's eye but was then removed and changed after a vitrectomy. No further information was provided.